Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and after delivering 3 units of insulin, the insulin gauge decreased from over 180 units of insulin to a fill estimate of over 120 units. The customer's blood glucose level was 159 mg/dl. Although requested, no further information was provided on the reported event.